Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with pressure regulation high. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) cleaned the internal and external of the unit and the unit passed all test. No part was replaced.